Event description:
Additional information received reported that the cause of the high impedances was unknown. The patient had been with increased impedances since the first time she was seen by her new hcp on (B)(6), 2012, three days before the revision of the neurostimulators due to routine battery depletion. There was no patient injury.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), product type extension product ID: 748240, serial# (B)(4), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0309733v, product type: lead. Product ID: 3387-40, lot# j0320163v, product type: lead. (B)(4).

Event description:
It was reported high impedances of greater than 10,000 ohms. The 0 and 2 (13,000 to 38,000 ohms) electrodes were out of range after a revision surgery of the internal neurostimulator (ins). It was unknown whether any of the impedance measurements were performed intra-op or post-op. The therapy measurement was normal. The nurse reprogrammed the ins and the patient was doing better.